Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v836404, implanted: (B)(6) 2011, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's stimulation felt uncomfortable after her CT scan which was a ¿week from saturday.¿ the patient experienced abdominal pain and constipation that was not related to the device or therapy that resulted in the CT scan. The patient decreased stimulation on program 1 from 1.05 volts to 1 volt and the discomfort was tolerable, but not completely gone. The patient switched to program 2 the day previous to the report and the discomfort seemed to be gone. It was asked if it was ok to change programs. The patient was last seen on (B)(6) 2014. The patient did not have concerns with their device or therapy.